Event description:
Related manufacturer reference number: 2017865-2022-04048. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise resulting in pacing inhibition on the right ventricular (rv) lead and the atrial lead. No changes or intervention was performed. The patient condition was stable.